Event description:
It was reported that a atb35 was used during a low anterior resection. It was reported by the affiliate that the firing trigger broke while firing. A new stapler was used to complete the case. There was no consequence to the pt.